Event description:
It was reported that 2 syringe modules had error code 354.6770 that seem to be a trend for this facility. Per customer, there were no associated patient events and no further details are available.

Manufacturer narrative:
The reported issue that 2 syringe modules had error code 354.6770 could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The syringe pumps are typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 10dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that 2 syringe modules had error code 354.6770 could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The syringe pumps are typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 10dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that 2 syringe modules had error code 354.6770 that seem to be a trend for this facility. Per customer, there were no associated patient events and no further details are available.